Event description:
Reporter stated that patient's blood glucose was measured twice, using the aviva system, with results of 300 mg/dl and 300 mg/dl. Reporter indicated that patient was exhibiting symptoms of hypoglycemia. Patient's blood glucose was reportedly retested, on a different device, with a result of <50 mg/dl. Reporter indicated that patient was treated, by his mother, with "glucosport" and milk. Ten minutes later, patient reportedly experienced convulsions. An unspecified time later, patient was reportedly taken to the hospital and treated with "endovenous glycosylated serum." No additional information about treatment received was provided. The manufacturer requested the return of the suspect products for evaluation.